Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was adjusted for an unknown reason however was unsuccessful and underwent a lead explant procedure. The explanted lead was not returned.